Event description:
It was reported that this right atrial (rv) lead was explanted due to an accidental dislodgment when explanting the atrial lead. It was noted that this lead had previously been capped and surgically abandoned due to a therapy upgrade. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.